Manufacturer narrative:
Review of device history records found these units were released to distributor with no deviations or abnormalities. Product was not returned so no product evaluation could be conducted. This device is used for treatment the components were reviewed for compatibility with no issues noted. Furthermore, loosening attributed to patient fall, not caused by implants, so a product issue is not indicated root cause attributed to patient fall that was not caused by implants.

Manufacturer narrative:
Concomitant medical products: vangrd cr lip tib brg, catalog# 183526, lot# 637960; series a pat thn 28 3, catalog# 184782, lot# 103040; vanguard cr ilok fem-l, catalog# 183026, lot# 808820.

Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
It was reported that patient underwent a revision procedure due to tibial tray loosening which was caused from the patient falling approximately six (6) years post implantation.